Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a cracked reservoir tube.

Event description:
The customer reported that the insulin pump did not alarm no delivery when the insulin was not delivered. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the high pressure test failed twice. Advised the caller that the insulin would be replaced and revert to back up plan.